Manufacturer narrative:
Other, other text: additional information: received information indicating date of event and patient's initial, date of birth and gender. Fields updated: a1-3, b3

Event description:
It was reported that the smiths medical cadd ms3 pump turned off suddenly while in use. No adverse effects reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's reported problem was unable to be duplicated. The device was able to power up without turning off suddenly. The device ran the program for an extended period of time with no issues occurring. Therefore, no problem found with the issue. Service recommended to install software as a preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.